Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a communication failure, and would not initialize. There was no pt injury or death reported.